Manufacturer narrative:
The sfd (sample foam detection) images showed that the majority of the customer¿s 5ml tubes contained droplets on the interior sidewalls. Due to the narrow 10.5 mm internal diameter of these tubes and instances of tubes being tilted within the racks, it is highly probable that these droplets prematurely triggered the liquid level detection (lld). The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The customer was advised that false bottom tubes (fbt) would reduce the risk of lld interference from sidewall moisture, and for secondary tubes (aliquots), centrifuging after the aliquoting process could effectively clear the sidewalls of any droplets. The field service engineer replaced the sample probes as a preventive measure. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
Medwatch field "e4 initial report also send to FDA" was updated.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results from the cobas e 801 analytical unit. The initial result was <1 miu/ml. The ER drew a second sample 1 hour later that had a result of 26547 miu/ml. The ER department questioned the initial result. The original sample was then repeated with an autodilution, and the result was 30436 miu/ml. This result was believed to be correct.